Manufacturer narrative:
Jaws. Eval summary: the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed 13 conforming clips, and one advancer bypass issue was noted, the jaws jammed in the closed position due to the bypass issue, the trigger had to be manually assisted to re-open the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.